Event description:
Information was received indicating that during infusion of fluorouracil with a cadd medication cassette, the pump exhibited an alarm that the cassette was not recognized. Per reporter the issue occured with four patients.

Manufacturer narrative:
(B)(6).